Manufacturer narrative:
The reported event of ble telemetry issue could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis found normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, that the patient presented for a scheduled procedure. During the procedure, the implantable cardiac monitor dropped blue tooth telemetry. The icm was not used and a new one was implanted. The patient was in stable condition post procedure.